Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of thrombosis is listed in the supera instructions for use, as a known potential patient effect associated with the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The additional treatment and medication administered were due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. A 5.5x40mm supera self-expanding stent system (sess) was advanced, and the stent was implanted. The lesion was noted to be longer than anticipated, and an unspecified clot had formed. The patient was given heparin, and a 5x100mm supera sess was advanced to treat the clot. The sess met resistance with the anatomy, but the stent was deployed to successfully complete the procedure. The patient is fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.